Event description:
The ipp device was removed from the pt. "The pt presented to the office on 5/27/97 complaining of mild tenderness over the right hemiscrotum, and that he had experienced a skin abrasion of his right scrotum, perhaps a zipper injury approximately one week prior to the visit. He presented himself to the office again on the day of admission with purulent drainage and bleeding from the right hemiscrotum, with the pump mechanism eroding through the skin. He is brought to the hospital at this time for removal of the penile prosthesis, secondary to the erosion, felt likely to be secondary to infection."